Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that coil pack migration occurred requiring additional intervention. The target lesion was located in the mildly calcified subclavian vessel. A 12 mm x 30 cm interlock was selected for use. The coil pack was initially successfully implanted. The patient was brought to the cardiac intensive care unit (cicu), had an x-ray and it was noted that the coil migrated to the bronchial artery due to an anterograde flow likely caused by the stent graft. The patient returned the following day, one day post op and the coil pack was successfully removed via snare. There were no patient complications as a result of this event.